Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. Shortly after deployment, the clip opened from approximately 20 degrees to approximately 30 degrees. An additional mitraclip was then implanted to stabilize the first clip and reduce the mr. The procedure was discontinued, the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.